Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician was attempting to use a moma ultra to treat a lesion on carotid artery with 90% stenosis. The lesion exhibited slight vessel calcification and tortuosity. No abnormity noticed during inspection prior to use. During the operation, after distal of the balloon reached the lesion, it was dilated normally but contrast medium was observed slowly leaked so could not isolate eca. The device was removed from patient, a small hole was observed on the middle part of the balloon. Physician replaced it with another moma balloon to complete the operation. No patient injury reported as a result of the event.

Manufacturer narrative:
In the pre-decontamination a visual inspection was conducted and a kink was found on the shaft at 32 cm from the hub visual inspection no visible issue was noted. The proximal balloon did not show any evidence of inflation, while the distal one do, despite no evidence of radiopaque liquid was found in the inflation lumens. During the analysis negative pressure was applied with a syringe on the proximal and distal balloon, but no evidence of leak was given by the purging. Trying to inflate the distal balloon a leak was found. The analysis of the damage on the distal balloon was conducted using a microscope. The magnification highlighted a pinhole on the distal balloon, located at the opposite side of the exit of the inflation lumen. Its dimension were roughly 0,07 x 0,07 mm. A test called ¿leak test (p>0)¿ was repeated. In this test a leak tester keeps the balloon (covered with a sheath) to a positive pressure (5 bar), measuring the pressure drop. If pressure drop is higher than 80 pa the device is considered a scrap. This test was able to detect the leak, the pressure drop was higher than 100 pa. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.